Manufacturer narrative:
(B)(6). Device evaluated by MFR: a synergy ous mr 2.50 x 48 stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts in the proximal reign lifted. The undamaged stent od (outer diameter) was measured and the result within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues.

Event description:
Reportable based on device analysis completed on 12oct2021. It was reported that crossing difficulties were encountered. A percutaneous transluminal coronary angioplasty was being performed. Vascular access was obtained via the femoral artery. The target lesion was located at the moderately tortuous right coronary artery. Following predilation with a 1.5x12mm balloon. This 2.50 x 48 synergy ii des drug eluting stent was advanced for pre-dilatation; however, it failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed that stent was damaged.